Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7098473.

Event description:
It was reported that the patient was experiencing stimulation in non-target area and inadequate stimulation despite multiple reprogramming. The patient underwent a revision procedure wherein the leads were repositioned.

Event description:
It was reported that the patient was experiencing stimulation in non-target area and inadequate stimulation despite multiple reprogramming. The patient underwent a revision procedure wherein the leads were repositioned. Additional information was received that the patients leads had slightly shifted. The physician believed that the chest and rib stimulation was related to anxiety.